Manufacturer narrative:
Additional information was received. The clinician and field representative again discussed the episode with noise on all channels post-shock. It was noted that all pacing and shock impedance measurements were normal. Noise could not be recreated on the rv and shock channels. As there was only one episode with this issue, technical services suggested delivering a shock to check for post-shock noise. If none, the episode could be due to emi. The device and leads remain in service. Boston scientific received new information in (B)(6) 2010 that the patient presented to the emergency room after receiving an inappropriate shock. The patient refused treatment, but returned after receiving another shock. The physician believed the lead was fractured, but this could not be confirmed on x-ray. However, the x-ray did show that the proximal coil was pulled back from the original position. The field representative later reported that the rv lead was surgically abandoned. No fracture could be visualized. While the proximal coil had slid up, the distal end was still fixed in the heart tissue so no dislodgement had occurred. Another boston scientific defibrillation lead was attempted to be implanted, but due to the patient's small anatomy, a smaller competitive defibrillation lead was implanted. No adverse patient effects were reported. As the lead will not be returned, clinical observations cannot be confirmed.

Event description:
Boston scientific crm received information that this transvenous defibrillation lead and associated implantable cardioverter defibrillator (ICD) delivered an inappropriate shock for what appeared to be supraventricular tachycardia (svt). Noise was observed on all channels post-shock. The field representative was not present, but was speaking with the physician as the physician performed the device check. No device issues were noted, and lead measurements were normal. The field representative requested the physician attempt to recreate the noise with isometrics and pocket manipulation, but the outcome was not reported. It was also noted that inappropriate atrial tachycardia response (atr) episodes were stored due to noise on the competitive atrial lead. Technical services discussed detection enhancements, that the noise on all channels post-shock could be the patient's reaction to the shock if no lead issues were observed. Technical services reviewed a strip of the shock episode and discussed that the shock appeared to have been due to a fast ventricular rate. Technical service also discussed that the noise on the atrial channel with inappropriate atr episodes suggested a possible atrial lead issue, but the noise did not cause the shock.